Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented a downstream occlusion alarm. Although according to the customer, no obstruction whatsoever was found downstream of the pump at the time of the event. There was no patient involvement or harm reported.